Event description:
The device was implanted to the patient ((B)(6)) in 2004. It was found by the images taken sometime after 2011 that the cam was dislodged. There are no symptoms with the patient. The device has been implanted and there is no plan for removal at this point.

Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available